Event description:
It was reported that upon doing a pump refill the health care provider (hcp) noted a motor stall. It was unknown as to when the motor stall occurred or if the logs were checked. The patient had experienced ¿class withdrawal symptoms¿ which were not defined. The hcp accessed the catheter access port (cap) and was able to aspirate freely. It was unclear if the patient had heard the alarm prior to today. The specific drugs in the pump were unknown but it was provided that it was a mixture of pain drugs. Additional information was requested. It was further provided that a motor stall had been confirmed in the event logs with no motor stall recovery recorded. At the refill on (B)(6) 2014 the expected volume was 3.6 ml, however, the actual was 28 ml. The catheter was checked and was patent. The patient had been in "ridiculous withdrawals¿ soon after her last refill. The patient had been having some "wicked"spasms, falling, hot flashes and felt like she had bugs crawling on her. Clonus was also reported. Reportedly this occurred ¿ right after (B)(6) 2013.¿ the patient did not have a magnetic resonance imaging (MRI) scan. The hcp did not wish to send the patient home and the neurosurgeon was to see the patient on the date of this report. The pump was programmed to minimum rate mode and the alarm was silenced. This device system was now reported to have delivered fentanyl and baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Updated to serious injury as an intervention was now reported.

Event description:
Additional information was requested for event resolution and it was further provided that the pump was replaced on (B)(6) 2014. The patient is currently receiving normal therapy.